Event description:
It was reported that when using the bd pyxis¿ medflex 1000, item issue assistance was required for kayexalate susp. 15gm/60ml. The item was configured as a non-button door item, and no drawers opened during attempted removal. The customer was informed that the medication was designated as a non-button door item and was intended to be stored in an external cabinet. The item had already been issued three times; therefore, the customer was advised to perform a cycle count to correct the medication quantity. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) explained that this medication was configured as a non-button door item, meaning it was stored in an external cabinet and did not trigger drawer access. It was also identified that the item had already been issued out three times, so customer was advised to perform a cycle count to correct the inventory discrepancy and to contact the pharmacy to ensure the patient was not billed for medication that was not actually received. The system functioned as intended after the technical support specialist investigated the issue.